Manufacturer narrative:
The following fields were updated due to additional information: d9: device available for evaluation: yes. D9: returned to manufacturer on: 2023-02-03. H.6. Investigation summary: bd received 16 samples and 5 photos for investigation. The samples and photos were reviewed and the indicated failure mode for foreign matter was observed. Additionally, the customer samples along with 100 retention samples from bd inventory, were evaluated by visual examination and the issue of foreign matter was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode foreign matter. Bd was not able to identify a root cause for the indicated failure mode.

Event description:
It was reported that 16 paxgene® blood ccfdna tube had "black" foreign matter in the tube. The following information was provided by the initial reporter, translated from japanese to english: a black fm was found in several tubes. The fm could not be removed upon attempt to touch it on the outer surface of the tubes and so it may be present inside. The customer would like to know the cause of the fm getting mixed into the tubes.

Event description:
It was reported that 16 paxgene® blood ccfdna tube had "black" foreign matter in the tube. The following information was provided by the initial reporter, translated from japanese to english: a black fm was found in several tubes. The fm could not be removed upon attempt to touch it on the outer surface of the tubes and so it may be present inside. The customer would like to know the cause of the fm getting mixed into the tubes.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.